Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) displayed an abnormal impedance trend on the right atrial (ra) channel. The impedances had fluctuated and occasionally peaked out of range greater than 2000 ohms. Noise was also observed on the ra channel but had not been oversensed. The noise was suspected to be caused by the minute ventilation signal and therefore the crt-d was reprogrammed to turn minute ventilation off. The patient was less than one percent atrial paced and there were no adverse patient effects reported. The ra lead is a competitors product. This crt-d remains in service.